Manufacturer narrative:
(B)(4) (lens would not inject properly): results: visual inspection of the returned product found a piece of lens optic and one haptic torn off and missing. There was evidence of reddish residue on lens surface. Conclusions: based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).

Event description:
The reporter stated the surgeon was inserting an aa4204vl silicone single lens but the lens would not inject properly. The lens split and was used in the eye. There was no patient injury, no enlarged incision or sutures. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.